Event description:
It was reported that the current pump battery life had diminished. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.